Event description:
It was reported several episodes of non-sustained episodes of rv oversensing due to noise were observed on the right ventricular (rv) lead via a review of remote transmission. The patient presented to the clinic, and isometrics were performed, but the noise could not be reproduced. It was noted that the patient had recently received a shock for true ventricular fibrillation (vf). The rv lead was capped and replaced on (B)(6) 2026. The patient had no adverse effects and did not receive any inappropriate therapies because of the rv noise.